Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was to be used during a rfa (radiofrequency ablation) procedure. According to the complainant, during preparation "unable to get audible signal of rf output." The procedure was completed with another rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not intact. The failure condition was confirmed during the power on self test (post). Following replacement of the speaker harness assembly, the device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint that the generator had no audible signal of rf output. During the evaluation, the issue was isolated to the speaker harness assembly. Therefore, the most probable root cause is being attributed to generator wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was to be used during a rfa (radiofrequency ablation) procedure. According to the complainant, during preparation "unable to get audible signal of rf output." The procedure was completed with another rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.